Manufacturer narrative:
The event unit was returned to applied medical. Testing was performed on the event unit, which confirmed the complainant¿s experience as the device dry fired during testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Based on similar incidents, corrections have been implemented.

Event description:
Procedure performed: lapa kt donor / kt. Event description: [hospital]. "Clips were irregularly loaded. Clips were loaded after squeezing the trigger several times." Product is available for return. The additional information was received via email on 25oct2023 from the complaint reporter "the issue was initially observed after a few clips were fired. This issue occurred repeteadly, and the event device was replaced right after the issue was initially observed during the use. Applied 5 x 100mm trocar was used. A clip did not properly seat into the jaws. The surgeon managed to load clips after squeezing the trigger several times. Any pressue was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was loaded before vessel ligation after insertion through the trocar. It is confirmed that there is no problem with the trigger." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Event description:
Procedure performed: lapa kt donor / kt event description: [institution] "clips were irregularly loaded. Clips were loaded after squeezing the trigger several times." Product is available for return. The additional information was received via email on 25oct2023 from the complaint reporter "the issue was initially observed after a few clips were fired. This issue occurred repeatedly, and the event device was replaced right after the issue was initially observed during the use. Applied 5 x 100mm trocar was used. A clip did not properly seat into the jaws. The surgeon managed to load clips after squeezing the trigger several times. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was loaded before vessel ligation after insertion through the trocar. It is confirmed that there is no problem with the trigger." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up will be provided following the completion of the investigation.